Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/06/2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. Download receiver log: pass. Perform functional test: pass. Receiver log review: pass. Perform "try-it" test: pass. Open and interior inspection: pass. Perform manual intermittent communication tool audio test: pass. The complaint could not be confirmed because the receiver passed all testing. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.